Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, abscess, pain, adhesions, and surgical intervention for mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the device." This emdr represents the bard/davol perfix plug. Additional emdrs were submitted to represent the bard/davol composix kugel, bard mesh (bard flat mesh), bard/davol perfix plug and bard/davol ventralex st. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for reduction of incarcerated hernia and repair of massive ventral hernia and a bard/davol composix kugel hernia patch was implanted to repair the hernia defect on or about (B)(6) 2013. The patient underwent surgery for repair of a massive ventral incisional hernia and a bard mesh (bard flat mesh) was implanted to repair the hernia defect on or about (B)(6) 2017. The patient underwent an attempted laparoscopic repair converted to open bilateral incarcerated hernia repair and two bard/davol perfix plugs were implanted to repair the hernia defect on or about (B)(6) 2017. The patient underwent removal of mesh and repair of recurrent right inguinal hernia and a ventralex st was implanted to repair the hernia defect on or about (B)(6) 2018. The patient underwent a subsequent procedure involving a massive enterolysis of adhesions, takedown of part of mesh, takedown of the sigmoid colon from bladder and an anterior resection on or about (B)(6) 2019. The patient underwent an incision and drainage of large abdominal wall and abscess and removal of mesh on or about (B)(6) 2020. The patient underwent a procedure involving lysis of adhesions, resection of small bowel fistula, small bowel resection and re-anastomosis, repair of anterior abdominal hernia with right rectus muscle component separation and left rectus muscle component separation and a repair of massive ventral hernia with a biological non-bard/davol mesh on or about (B)(6) 2020. It is alleged that the patient was injured severely and permanently, suffered and continues to suffer from chronic pain, disability, hospitalizations and additional surgeries. It is also alleged that the mesh was defective.